Manufacturer narrative:
The reason for this revision surgery was due to trauma after 35 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this lot. The root cause of the trauma was reported as a fall. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the patient had a total hip replacement about 5 weeks ago. While she was walking down the stairs she fell and broke her leg at the point where the stem was located.